Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an bent female iui pins was not determined because no products or device logs were returned.

Event description:
It was reported that a pump module was observed with bent pins on female iui connector. This was observed by bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was observed with bent pins on female iui connector. This was observed by bd representatives during site visit. There was no patient involvement.